Manufacturer narrative:
(B)(4). This complaint was re-evaluated and it was determined to be a malfunction. The failure mod of the unit not producting staples on the second handle squeeze has proven to be the result of several factors happening simultaneously. It has only been duplicated when the handle is returned to the original or "home" position very slowly, when the left tab frame height is out of specification and when the user has not identified that the trigger is in the fully locked back position. A situation where the handle hesitates and does not return to the "home" position will be readily apparent to the user when the handle does not remain in the locked back and "fired" position on the second squeeze per the IFU. The IFU advises the user "to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position". The IFU also visually illustrates the "fired position (h4)" to the user. Since the handle did not lock in the back and "fired" position per the IFU, the user did not fire the instrument. Corrective action has been implemented to correct this condition.

Event description:
Reportedly, no staples fired from the instrument. Tissue had been transected and the surgeon hand sewed the anastomosis. Procedure: colon resection. Patient set: unk.